Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer's mother reported via phone call, the insulin pump delivered more insulin that what should have been administered. The device didn't have any corresponding pump error the device was replaced. Customer stated they had called but they didn't have the device with them at the time. Customer's mother stated the reservoir had 80 to 60 units and after the delivery it had 56 units. Troubleshooting wasn't performed and customer wasn't present at the time of the call. Customer's mother agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.